Manufacturer narrative:
On may 5, 2021, the mentor failure analysis lab received the device for evaluation. On may 9, 2021, the product investigation was completed. Device investigation summary: the product was returned to mentor for evaluation. Mentor then conducted visual inspection, leak test and microscopic examination of the returned device. Visual analysis of the returned sample revealed that no damage or anomalies were observed on the sal smooth rnd diap 300cc breast implant. Leak testing was performed, in accordance with mentor procedures, and a tear was noted on the anterior view, measuring approximately 0.2 cm. Microscopic examination was performed on the edges of the rupture, and parallel striations were found in the whole area of the tear. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. It should be noted that product failure is multifactorial. Based on the information currently available, microscopic examination of the returned product indicates that the implant could have being damaged during or subsequent to implantation. The product insert data sheet cautions to not allow cautery devices or sharp instruments, such as scalpels, suture needles, hypodermic needles, hemostats, adson forceps or scissors to contact the device during the implantation or other surgical procedures. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Date of explantation: (B)(6) 2021. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: material rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female patient, who's undergone primary breast augmentation with two 300cc mentor smooth round moderate profile saline breast prostheses, suffered right breast implant deflation, post-procedure. The implant was reported to be different in appearance, being caved in on top and drooped on the bottom. The deflation was diagnosed via mammography. As a result, the patient was scheduled for implant explantation surgery on (B)(6) 2021.